Event description:
Hill-rom received a report from a hill-rom tech stating the brake not set alarm was inoperable. The bed was located in ICU at the account in room 516. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found a bad piezo alarm on power supply board. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the power control board to resolve the issue. Based on this info, no further action is required.